Manufacturer narrative:
Investigation completed on 06mar2018. The device was not returned for evaluation. Failure analysis via photos supplied by end user was used to identify root cause. Complaint event is confirmed. Root cause appears to be misuse by end user. The red substance appears to be an unapproved lubricant. The black substance on the head and width clip is likely the anodizing coming off the parts due to either a reaction to the red substance or from the excessive friction created by the blade being improperly tightened. The constrained motion the oscillating pin quickly broke down the blade grommet till it eventually hits the blade. Therefore, you can see the metal flakes. These types of events tend to wear the motor, destroy the drive hub, damage the oscillating pin and obviously damage the head and clip. DHR - no abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with the serial number. Linked to mfg report number 3004608878-2018-00031, 3004608878-2018-00033 , and 3004608878-2018-00034.

Event description:
2 of 4 reports. It was reported that a 3539700 dermatome blades had issues on the surgery during first usage. It was noted that there were red oil on the equipment near the blades and upon usage the equipment left steel powder near the blades. The medical team was worried about the risk of contaminating the skin that are being removed during the usage of the equipment and could harm the patient. No patient injury has been reported. Additional information has been requested.